Event description:
On (B)(6) 2014, a reporter for the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch ultra2 meter had a power issue ¿ meter does not turn on. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged power issue has been ongoing since approximately (B)(6) 2014. The patient manages his diabetes with pills, diet and exercise and the reporter denied that the patient had taken any action in response to his regular diabetes management regimen as a result of the power issue. The reporter stated that the patient had the meter batteries replaced by his pharmacist, ¿but it does not power the meter any longer¿. As a result of this, the patient will occasionally use his wife¿s meter. The reporter claims the patient developed symptoms of ¿sweating, drinking lots of water¿ because he stopped using his meter. The reporter stated that on an unspecified date ¿last week at 17:00¿ the patient visited his doctor and was treated with oral medications ¿metformin 1000mg and janumet 1000mg¿ at the time of troubleshooting the csr noted that it was unknown if there was misuse of the product, the correct test strips were being used, the meter would not power on with strip insertion or pressing down on the power button. The issue was not resolved with training. Replacement products were sent to the patient. This complaint is being reported because the reporter alleged the patient was unable to test his blood glucose on the subject meter which led to him suffering symptoms which are suggestive of serious injury, after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (12/14/2014). The patient¿s meter has been returned on 12/2/2014 and evaluated by lifescan product analysis on 12/3/2014 with the following findings:the meter involved with this complaint failed testing. The meter was found to have a defective battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.